Manufacturer narrative:
The event took place outside of the united states ((B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 due to fall. Approximately 5 days after the first surgery. The surgeon explanted 1 humelock stem reversed and 1 humeral cup ø36+3. The surgeon implanted 1 humeral cup ø36+3 and 1 humelock ii stem.